Event description:
ECMO support was initiated at 2255 in 2005. At 1927 two day later air was noted on the arterial side of the ECMO circuit. Upon closer inspection, a small amount of foam was noted at the outlet of the oxygenator. The air did not seem to be moving. After examining all of the connections and determining that none were loose, the decision was made to take the pt off ECMO support in order to purge the air. The oxygenator was changed out and ECMO was fully resumed at 2052. It is believed that no air reached the pt. There does not seem to be any adverse consequences to the pt whose vital signs were maintained and stable during the change-out. Pt subsequently had a severe hypertensive episode which would not respond to treatment. The decision was made to wean from ECMO support. ECMO support was terminated at 0758, four days later. Per neonatologist, the pt has been declared brain dead.